Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported and the patient condition was good.